Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2012, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2016, a type ii endoleak originating from the lumbar arteries was successfully treated with coiling. The patient tolerated the procedure.

Manufacturer narrative:
Corrected implant date.